Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Production records were reviewed and the manufacturing date was identified. A review of the device history record found no deviations that could have caused or contributed to reported event. The device shipped according to specifications.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce the reported issue. No abnormality was observed in the device. Based on the results of the legal manufacturer's investigation, since no problem was found with the device, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during an unspecified therapeutic procedure, the smoke evacuation function was activated and pneumoperitoneum pressure decreased, even though the subject device was not used to operate the smoke evacuation function. After reinflation and pressure return, the procedure was continued and completed. There was no effect on the patient due to the event. This report is for the model maj-1939 foot switch. The model uhi-4 olympus insufflation unit was reported on medwatch# 3002808148-2022-03783 with patient identifier (B)(6).